Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level was 400mg/dl. The customer had no any symptoms. Customer stated that the current blood glucose level was 162 mg/dl. Based on customer report customer did allege pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device had no unexpected no delivery alarm noted during testing. The device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing.